Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be

Manufacturer narrative:
Follow-up #1; date of submission: 01/05/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/10/2014 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. Unrelated to the reported issue, the returned battery cap was observed to be damaged/stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.